Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the healix br 4.5 permacord was used during the rotator cuff repair on (B)(6) 2018. When the anchor was inserted to the bone hole, it broke. The surgeon was very accustomed with the device and the operation. Another device was used to complete the procedure safely. It was a brand new and the first use of the device when the issue occurred. There was no delay in surgery and no harm to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the anchor was attached to the distal tip of the inserter and was broken in 3 pieces. The break was in a spiral direction reaching from the distal tip of the anchor to the proximal end. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch or first follow-up, a follow-up medwatch will be filed as appropriate. Manufacturing site name and address updated. UDI: (B)(4).